Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating oversensing due to non-physiologic signals/sic (sensing integrity counter) as well as undersensing/no atrial sensing. Sics went up to 2412 (within 189 days). Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead exhibited high p-waves, and the right ventricular (rv) lead exhibited low r-waves. A possible atrial lead dislodgement was suspected, but no further investigation was done to determine if this was the case. The leads remain in use. No patient complications have been reported as a result of this event.